Event description:
During a root canal procedure, a (B)(6) year old female patient had the hedstrom file break in the canal. The patient was referred to see a specialist the next day to have the file removed. It is unknown if the broken file was able to be removed.